Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call off no power anomaly on the insulin pump. Troubleshooting for off no power was performed. Customer advised they did not receive a low battery alert prior to the off no power alert. Customer was advised to monitor the insulin pump.